Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. This is a known manufacturing issue and is addressed under a non-conformance. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the cause in accordance with the investigation and corrective actions documented in a non-conformance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/27/2025, it was reported by a sales representative via sems-07048025 that an ar-13999mf fastpass scorpion jaws did not close completely. This was discovered during the case with no patient harm.